Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis found that there was overinfusion with the pump. Interrogation of the device found that it was being used to deliver 2 ,000 mcg/ml baclofen at 276.3 mcg/day. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned for analysis. There was no known issue with the device. The drug being delivered and the indication for use was not reported. There were no further complications reported/anticipated.